Event description:
After I had my baby, my obgyn suggested the essure procedure and assured me it had no adverse effects. It would be just like having my tubes tied and I would have no discomfort. The procedure was very painful and took about 2 hours. I was to have an hsg to confirm that the tubes were correctly inserted and that tissue was growing around it. Problem was that I never stopped bleeding long enough to have one. I started having lot of pain in my tubes, longer more painful periods. When I discussed this with the dr, he said it was unrelated to the essure. When I had an ultrasound to check my tubes they could not find the one on my left side and the one on my right side had dislodged and was poling through my uterus causing severe pain. The ref # for the product used was (B)(4) and the lot # 628430. The essure is not a safe product and the MFR does not indicate that there is a chance it could get dislodged or are not properly training doctors. I now have to undergo a hysterectomy just so I can function without pain. I hope the FDA does something to stop this product from hurting other women. Dates of use: (B)(6) 2010 - (B)(6) 2012.